Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had slow time than real time. The customer reported that this malfunction occurred during the dispensing of medication. The customer mentioned due to patient's name did not appear on the station that caused delays there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on station was slower than real time. A technical support specialist connected to device, followed knowledge article (device time is incorrect), confirmed correct time zone and ran command shell to perform time change - set-date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had slow time than real time. The customer reported that this malfunction occurred during the dispensing of medication. The customer mentioned due to patient's name did not appear on the station that caused delays there were no adverse events or injuries reported based on this event.